Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that the screws backed out from the variax distal radius plate and the plate had to be removed from the patient. The surgeon further reported that he was unsure if the screws had been tightened correctly.